Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients is male/(B)(6). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: feasibility and safety of reveal linq insertion in a sterile procedure room versus electrophysiology laboratory. International journal of cardiology. 2016;223:13-17.

Event description:
A journal article was reviewed that contained information regarding this implantable loop recorder (ilr) model. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there was one patient who presented with a ¿traumatic device extrusion.¿ the patient had been struck in the chest and had a hematoma which resulted in pocket swelling and patient discomfort. The device was explanted. There were patients who experienced infections, both pocket and superficial with the device being ¿partially exposed.¿ the device was removed. The patient with the pocket infection was treated with oral antibiotics. The status/location of the ilr is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.